Event description:
The pt had no complaints pre dialysis, blood pressure 162/60, pulse 72, temp 98.2. Dialysis was initiated in the usual manner. Two hrs and 25 minutes into treatment pt complained of chills, temperature 99.8. Dialysis was terminated, the blood was returned, blood cultures and dialysate cultures were taken and dialysis was resumed with new reprocessed dialyzer and blood lines. The pt was given ganomycin - gm IV. Gatamycin 120mg IV and tylenol. He completed his 3-1/2 hr dialysis.. Post treatment blood pressure 130/70 temperature 101.4 the pt was sent home and returned for dialysis as scheduled the next treatment.